Event description:
It was reported that the patient is scheduled for a revision of his inflatable penile prosthesis (ipp) on (B)(6) 2020. The hospital let him know he has a co-pay for $ (B)(6) and needs to pay prior to his procedure. The patient doesn't feel he should pay that since it was a malfunction of the device and he did nothing wrong. The patient would like to know what options he has to get this procedure done. It was further reported that only the pump was replaced, the patient presented capsule formation around pump. The procedure was completed successfully.

Event description:
It was reported that the patient is scheduled for a revision of his inflatable penile prosthesis (ipp) on (B)(6) 2020. The hospital let him know he has a co-pay for $1,200 and needs to pay prior to his procedure. The patient doesn't feel he should pay that since it was a malfunction of the device and he did nothing wrong. The patient would like to know what options he has to get this procedure done. It was further reported that only the pump was replaced, the patient presented capsule formation around pump. The fluid volume measured at explant of pump was found to be equal to implant volume. The procedure was completed successfully.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump failed the 8lb. Activation test and therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Therefore, product analysis confirmed a pump malfunction but unable to confirm the reported allegation related to the capsular contracture. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000177229, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.